Event description:
The following has been reported: biomed reported: reported problem was infusion stop. Pump needs service. Tested pump, no problem. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon evaluation it was observed the fva pins had excessive drag. An internal investigation was performed and no additional damage was identified. Cleaning resolved the fva pin drag.